Event description:
An error message was reported with the adc device. Customer received a "signal loss" issue and was unable to obtain readings. As a result, customer experienced "tremor of limbs", dizziness and was unable to self-treat, requiring third-party treatment of orange juice and sugar from a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "signal loss" issue and was unable to obtain readings. As a result, customer experienced "tremor of limbs", dizziness and was unable to self-treat, requiring third-party treatment of orange juice and sugar from a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Observed drop in glucose values and temperature which is evidence that the sensor was removed early by the user. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.